Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant results on a (B)(6) male patient being tested for coumadin monitoring. There was no additional patient information at the time of this report. The customer states that return product is not available for investigation. Method: I-stat, type: capillary, collect date: (B)(6) 2017, collect time: 16:46, test date: (B)(6) 2017, test time: 16:46, inr 3.6; lab, venous, (B)(6) 2017, 16:53, (B)(6) 2017, na, 2.2. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4).the investigation was completed on 11/22/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.